Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occured. No additional patient or event information is available. The transmitter was returned for evaluation. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A global transmitter functional test was performed and passed. A nordic bluetooth pairing test was performed and passed. Share log data was downloaded and retrieved. A loss of connection was observed on the issue date. The complaint confirmation of a loss of connection was confirmed. The root cause could not be determined.